Event description:
Patient complained of pain in left hip. X-rays showed femoral head disassociated from stem. Stem and head were revised with competitor products.

Manufacturer narrative:
Reported event: an event regarding disassociation, fretting and corrosion involving a lfit v40 cocr head that was mated with an citation stem was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show recently explanted stem and metal head with blood and tissue on it. From the photographs provided there appears wear marks on the stem trunnion. There is nothing else remarkable to report. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event can be confirmed. The x-ray shows dissociation of the femoral head form the stem and wear and notching of the trunnion. Root cause: the root cause was likely material failure at the head neck interface and likely association with the lfit-tmzf combination. Additional medical records, revised implant, and lot numbers of the implants would be required for further assessment. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock between with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient had a revision due to disassociation. Clinician review did confirm the reported event. The subject device has been identified to be within scope of a CAPA . Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Corrective action/preventive action: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6), 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient complained of pain in left hip. X-rays showed femoral head disassociated from stem. Stem and head were revised with competitor products.